Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary. Photo investigation: the device was not returned. A photo-investigation was performed on the images/x-rays. Upon investigating the photos/x-rays provided, the heads of the two rotational screw is clearly visible to have broken off. The root cause of the broken screw head cannot be determined based on the available x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6) 2018 the patient underwent an open reduction and internal fixation with a fixed angle device. The patient subsequently over the next few months developed chronic pain and chronic deformity of the right hip. Radiographic imaging demonstrated a nonunion. Patient plain films of the right hip shows 2 fracture screws distally in the rotational screw. During revision surgery, the broken screw heads were removed. The procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1)unk - screws: trauma. This report is 2 of 2 for (B)(4).

Event description:
On (B)(6) 2017 patient underwent open reduction and internal fixation of the right femoral neck fracture with a fixed angle device due to a displaced right femoral neck fracture caused by his motorcycle crashed. The patient subsequently over the next few months developed chronic pain and chronic deformity of the right hip. Radiographic imaging demonstrated a nonunion. Patient plain films of the right hip shows 2 fracture screws distally in the rotational screw. During revision surgery, the broken screw heads were removed. The procedure and patient outcome were unknown.